Manufacturer narrative:
The reported event involving a syringe module(s) ¿that the syringe pump module alarmed for "occlusion" during use via an arterial line tubing set. When the monoject syringe was replaced with a bd syringe, the alarms stopped.¿¿ could not be confirmed. The source device(s) was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
Nuisance alarms with use of monoject syringe it was reported from the pediatric intensive care unit (picu) that the syringe pump module alarmed for "occlusion" during use via an arterial line tubing set. The tubing set, transducer and syringe were replaced, however the device continued to alarm for "occlusion". When the monoject syringe was replaced with a bd syringe, the alarms stopped. It was further stated that there were no delays in care or any adverse effects caused to the infant patient from the event.